Event description:
The customer reported that the system displayed a control panel error message. This error message is likely to cause the system to shut down without command. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The power supply voltage was adjusted. The system was then found to be operating as intended.